Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation; however, a photo is provided for a review. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that prior to a port placement, the catheter tip was broken slight handling. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. A device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Five electronic photos were provided for review. The investigation is confirmed for the reported port stem breakage issue, as the port stem was noted to be broken in the provided photo. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement, the catheter tip was broken slight handling. The procedure was completed using another device. There was no reported patient injury.